Event description:
A user facility nurse reported that a dialyzer blood leak occurred two hours into the patient¿s hemodialysis (hd) treatment. The leak was visually observed at the venous head of the dialyzer. The blood leak was visually observed as being an external blood leak. The machine, a fresenius 4008 s machine, did not alarm with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with a new dialyzer. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. There were two photo provided. Both photos show a dialyzer connected to the machine from different angles. There appears to be blood collected on the rim of the header cap. A four second video clip was also provided. The video shows blood pooling on the rim of the header cap, and there are a few drips falling from the rim as well. A production records review was performed on the reported lot. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred two hours into the patient¿s hemodialysis (hd) treatment. The leak was visually observed at the venous head of the dialyzer. The blood leak was visually observed as being an external blood leak. The machine, a fresenius 4008 s machine, did not alarm with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with a new dialyzer. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.